Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (lot number) and g2 (remove healthcare professional checkbox to align with reporter's title and occupation in e2/e3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported phenomenon might be the following: the output in seal & cut mode was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). This caused the tissue pad to wear out severely. The following are the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the tip of the tissue pad was severely worn (metal exposure). The coating on the probe had peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during an operation, the thunderbeat became unusable due to wear of tissue pad at the tip. The therapeutic laparoscopic hepatectomy was completed using a replacement device. There was no report of procedural delay, additional anesthesia or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: tip of tissue pad was severely worn. The tissue pad did not fall out into the patient¿s body.